Manufacturer narrative:
Investigation summary: bd received 7 samples in support of this investigation. The returned samples were reviewed and the indicated failure mode of gel air bubbles was observed. Additionally, the 200 retention samples from bd inventory, were evaluated by visual examination and the issue of gel air bubbles was observed. This is a cosmetic defect which should not impact the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were gel bubbles in the separator of one (1) tube. No adverse impact was reported regarding the patient or user.